Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratches on the display window, broken battery tube threads, missing end cap sticker, missing reservoir tube o-ring and cracked end cap.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for cosmetic damage was performed. Customer advised they noticed a crack on the housing of the insulin pump where the battery goes in. Customer advised they found a crack around the housing of the entrance to the battery cap. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.